Event description:
Dr noticed during examination of pt that the valve had disconnected from the pleurx drainage catheter. Device repaired by physician in situ. A valve from another kit was used in the repair to avoid re-implanting a new catheter. About 800cc of air and 20cc of fluid was drained from pt.